Manufacturer narrative:
The hillrom technician found the bed and chair calibration needed to be performed. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician performed a bed and chair calibration to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the hilow function of the bed was going up by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).